Manufacturer narrative:
Initial reporter's phone number: (B)(6). Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that their information center ix kept rebooting and came up with a message "overview lost, no connection to vaus 5e2". The issue occurred subsequent to (B)(6) 2018. There was no patient incident.